Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump was not functioning properly. There was no allegation of an adverse event, and no additional information was provided. This complaint is being reported due to the allegation of pump malfunction.